Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-173663 m2a 38 mm mod hd +3 mm nk lot# 578830, item# 11-104116 mlry-hd por fmrl 16 x 180 mm lot# 377800. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08158.

Event description:
It was reported patient underwent right total hip arthroplasty approximately 13 years ago. Patient underwent a revision 11 years post implantation due to complaints of pain, elevated ion levels, bone necrosis, granulation, acute and chronic inflammation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.